Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer was experiencing high glucose for one day. It was stated that the customer did not have any infusion or reservoir to test with. The customer stated that the doctor recommended having the insulin pump replaced before he leaves the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.